Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the electrocautery wire experienced a short circuit and explosion. According to the information received, the doctor's fingertip skin is slightly red, but no additional intervention treatment was necessary. The surgery was completed normally, and the patient also did not require any additional intervention treatment.